Manufacturer narrative:
Results: a sample was not returned for evaluation. However, a photo of the device in question was provided for investigation. A photo inspection revealed a needle with double cannula. A double cannula is a second cannula epoxied to the exterior of the hub. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 6196273. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, our quality engineer notes that possible root causes could be a mis-assembly at the cannulation operation causing a double cannula. This is caused if the needle misses the hub and falls on to the adjacent needle on the rack. If the operator does not see it, the epoxy cures and the second cannula sticks to the assembled needle. The dvt camera that inspects for epoxy may catch this defect if the defect is on the side facing the camera. It is essentially the responsibility of the assembly associate to monitor for these defects, correct the issue, and remove the affected needles. A CAPA has not been initiated for this possible cause, however, the cannula assembly area on the nip lines are being modified to prevent mis-assembled cannula from accumulating and possibly causing double cannulae.

Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a physician stuck herself with an unused bd precisionglide hypodermic needle 13 mm x 3 mm as she was opening the package to prepare a carboxiterapia injection. The incident occurred before patient use and there was no report of medical intervention.